Event description:
It was reported that the user experienced a scan error and was unable to pair a freestyle libre 3 plus sensor with the ilet, despite multiple rescans and app reinstallations, and subsequently received a sensor in use message; the event was characterized as an intermittent communication failure involving the antenna/electrical-magnetic components of the system, and the user was advised to replace the sensor and was transferred to the sensor manufacturer for support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.